Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240, which occurred on the homechoice (hc) during use during initial drain. The home patient (hp) was connected to the machine. The baxter technical service representative (tsr) had the home patient (hp) close all the clamps and cycle power off and on. There was a system error (se) 2367 that occurred. The tsr had the hp cycle power off and on and the alarm cleared. The tsr advised the hp to start over with new supplies and let the registered nurse (rn) know of the air detect alarm. The alarm was cleared. The hc was operational. There was patient involvement, but no serious injury or medical intervention was reported. Baxter product surveillance contacted the home patient (hp) on (B)(6) 2011 regarding the reported problem. The hp stated that he had skipped the priming stage and that is what caused the air in the lines. The hp stated that he has a vision problem and therefore, sometimes he makes mistakes during therapy which result in these alarms. The hp did notify his registered nurse (rn) regarding the alarm and the rn did review proper therapy procedure with the hp. The hp was continuing therapy without any other complications. There was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up will be submitted upon completion of baxter's investigation or should additional information be obtained.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) occurred during initial drain was confirmed. Label review was performed and the review found the labeling adequate for the user error in the complaint. Similar reports have been received for the reported problem. The root cause investigation is in progress through CAPA renq-CAPA-(B)(4).